Event description:
The reporter stated that she had obtained er1 on her surestep meter with a newly opened vial of control solution. A blood test performed at the time of contact was 192mg/dl, a little darker than the 180mg/dl color chart dot. Attempts to contact reporter for additional information have been unsuccessful.